Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced redness at the infection site and went emergency room where an incision and drainage procedure was done at the infection site to drain the pus from the infection and was prescribed with antibiotics event on (B)(6) 2026.